Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. During the procedure, it was reported the right renal artery was partially covered upon deploying an aortic extender component. Although the right renal artery was partially covered by the device, there was no obstruction of blood flow. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, improper endoprosthesis component placement and occlusion of device or native vessel.¿